Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that she obtained error 4 messages on her onetouch verioflex meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she began getting error 4 messages between 5:00pm and 5:30pm on (B)(6) 2019. She indicated that she kept testing but was unable to obtain a result. The patient manages her diabetes with glipizide oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that within 5 minutes, she started ¿shaking¿. She stated that her husband arrived home and he was able to help her to obtain a reading of 50 mg/dl. No treatment for the symptom was reported. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient described the correct testing steps and confirmed that her test strips were within expiry date and been stored correctly. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Shaking, after obtaining error 4 messages on the subject meter.